Event description:
The user facility reported to terumo cardiovascular systems corp that during cold re-circulation, for approx 60 minutes with cp solution only, air was viewed through the chamber of the unit. Upon examination after the unit was replaced, a split in the tubing was observed. Prime solution had leaked onto the pump head which required cleaning. No known impact or consequence to the patient. The product was changed out. The surgery was completely successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).